Manufacturer narrative:
(B)(4): the superior shaft is broken off on one side from the centerline of the jaw pivot pin forward. The broken off portion of the shaft and pin are missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pin at the tip of the instrument cracked and would not allow the tip to open or close with the handle. There were no parts broken off. No patient complications were reported.